Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a medex¿ ultra¿ small bore extension set was leaking from the seam of the female part of the filter. The leak occurred after the device had been in use for five to seven hours. The filter was removed and replaced. Dex was obtained to check blood sugar. The patient was monitored for signs of sepsis. No injury was reported. See MFR: 3012307300-2017-01016 and 3012307300-2017-01017.